Manufacturer narrative:
Unit passed the self-test, sleep current measurement, active current measurement. Unit successfully downloaded to thus. Customer experienced an unexpected power loss of less than 7 days per the pump history records. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing or in the history files near the event date. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assemblies. However, moisture damage noted to motor assemblies during visual inspection. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, missing serial number label, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, corroded battery tube, corroded motor home switch. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced power loss alarm. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was partially performed. Customer has received multiple alarms while battery was out of pump less than 10 minutes. The customer was able to clear the alarm. The customer did not receive request to rewind pump. Advised the customer to leave current battery in pump for 1 hour and to callback with a new battery to continue troubleshooting. It was unknown whether the issue was resolved or not. No harm requiring medical intervention was reported. Product return status for mmt-1712k was unknown. It was unknown whether the customer will continue or discontinue the use of the device.